Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) remote monitoring become disabled due to premature battery depletion. In addition, a long charge time of 22.9 seconds was noticed. The hospital scheduled the patient for an immediate replacement of this device. Subsequently, this ICD was explanted, replaced and it is unknown if it will return for analysis. No additional adverse patient effects were reported.